Event description:
Needle injury(device induced injury). A patient who was using a novofine 30g 8 mm needle on a novopen 3 (insulin delivery device) experienced that the needle loosened and was lost under the skin when injecting insulin insulatard in 2003. The patient has been injecting themselves for 38 years. The needle in question was used in the morning for 6iu and was used again to inject 30 iu when it broke off. The patient re-uses their needles, and they do not remove the needle between injections. The needle was located by x-ray, incision was performed without finding the needle and the patient was told to wait until the needle was encapsulated. Novo nordisk novofine needles are intended for single-use only.